Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise, blurred vision, and significant astigmatism. In a separate visit a replacement lens of same length different diopter was implanted and the problem resolved.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - type of investigation: 4110 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4). Manufacturer narrative comment: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter.